Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was checked on (B)(6) 2020 with an estimate of 7 years to elective replacement indicator (eri). The pacemaker reached eri on (B)(6) 2020. Premature battery depletion was suspected, but the eri was found to be normal and appropriate upon further investigation. No changes were made. The patient was stable.